Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the wire of the sensor was not present on it after removal. The customer's blood glucose level was unknown. The device will not be returned for the analysis.

Manufacturer narrative:
Inspected two opened and used sensors and found both sensors with cannula retracted inside sensor base. Unable to confirm customer received sensors in said condition due to customer returned opened and used. Found both cannulas whole; no broken or missing parts.

Manufacturer narrative:
Inspected two opened and used sensors and found both sensors with cannula retracted inside sensor base. Unable to confirm customer received sensors in said condition due to customer returned opened and used. Found both cannulas whole; no broken or missing parts.